Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 4 infusion set fell off event on (B)(6) 2024. The infusion set had been in use for less than one day . Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.